Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). The physician attempted to predilate the lesion with a 2.0x15mm non bsc balloon, but the device was unable to cross the lesion. The lesion was then predilated by a 1.5x15mm apex balloon and then the lesion was dilated again with the 2.0x15mm non bsc balloon. The physician then attempted to advance the 2.75x16mm liberte monorail coronary stent delivery system (sds), but the device was unable to cross the lesion. The device was removed from the pt and it was noticed that the stent was not on the delivery balloon. The non bsc guide catheter was then removed from the pt and the dislodged stent was found inside the hub of the guide catheter. The procedure was completed with a different device with no pt complications reported. The pt's current condition is listed as 'good."